Manufacturer narrative:
(B)(4) follow up emdr for device evaluation (lot 0001231557). No physical samples of lot 0001231557 were available for investigation. One photo sample was provided and through visual inspection, the needle was observed to be bent. It was noted during our evaluations that the stylet was not bent indicating the procedure was conducted without the stylet inserted into the needle as directed in the instructions for use included with the product. A device history review was performed for reported lot 0001231557, no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation and sample condition, it is likely this incident is related to the use of the device. Complaints received for this device and reported defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was found that performing the puncture procedures, the illinois 18gax3 "bone marrow aspiration needles are very fragile and bend in most of the procedures, a photograph is attached, likewise on (B)(6) 2020 the client will be attended (B)(6) hospital and the user areas to collect more information and product samples, for delivery to bd. Patient impact: trauma due to multiple punctures to patients involved in each procedure, and even more being minors (under age). ((B)(6), (B)(6) 2020): to which catalog and batch does each of the products in the image regard? Customer reports both batches 0001336523 and 0001231557. Was there any further patient impact? None, there was only the multiple punctures. Was medical intervention required? No. Are there physical samples available for evaluation? Yes, from batch 0001336523.

Manufacturer narrative:
Pr (B)(4).

Event description:
It was found that performing the puncture procedures, the (B)(6) 18gax3 "bone marrow aspiration needles are very fragile and bend in most of the procedures, likewise on tuesday, december 08, the client will be attended (B)(6) and the user areas to collect more information and product samples, for delivery to bd. Patient impact: trauma due to multiple punctures to patients involved in each procedure, and even more being minors (under age). (B)(4). Was there any further patient impact? None, there was only the multiple punctures; was medical intervention required? No; are there physical samples available for evaluation? Yes, from batch (B)(4).